Event description:
There was a deep vein thrombosis afflicting this pt, for which he was being treated with coumadin. An inr was deposited into the electronic care record device without notice or warning. It was elevated and required that coumadin not be administered, but, no one saw the result that was silent in the coag silo. Consequently, the usual dose of coumadin was administered that resulted in an tnr that was markedly elevated, that required immediate reversal. There was a 5 gram decreased in hemoglobin that threatened the life and well being of this pt. It is a widespread problem in ehr driven care that disease critical results come back silently, and sometimes such is deadly. Oversight and correction of this defect is indicated.